Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the unit will not focus on the slit lamp or indirect. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The system was re-calibrated to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 3, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an un-calibrated aiming beam. How or when the aiming became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).